Event description:
It was reported by dr. (B)(6) that on 30 occasions, episodes of noise were reported. Six (6) of them were received shock treatment (41 j). Pacing impedance increased from 900 ohms at implant to >2500 ohms and sensing decreased from 20mv to 3mv. No asystole was recorded. The patient is not pacemaker dependent, but was hospitalized. The physician suspected a lead fracture and decided to turn the therapies off and to monitor the patient in the hospital. The patient was transferred to (B)(6), where this lead was implanted. Lead fracture could not be confirmed on x-ray. The patient is expected to receive a revision procedure while at (B)(6) hospital.